Manufacturer narrative:
Bent bed frame.

Event description:
It was reported by service report that the scale is not reading correctly. The customer could not determine whether there was patient involvement or adverse consequences occurred.